Manufacturer narrative:
(B)(4). The cause of the reported condition of no flow/non-delivery was determined to be an unknown crystallized drug blocking the fluid path at the distal end of the glass capillary. This conclusion was drawn during microscopic examination and the problem was confirmed. With the information provided, no conclusion could be drawn as to the origin of this crystallization. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The batch was manufactured march 15, 2013 - march 18, 2013. The device was received for evaluation. Visual inspection and functional testing were performed, and the reported condition was confirmed. Microscopic examination of the flow restrictor revealed evidence of crystallized drug blocking the fluid path at the distal end of the glass capillary. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped delivering medication. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.